Event description:
The following is a time line sequence of an incident involving my experience in having the levulan kerastick topical solution plus blue light illumination using the blu-u blue light photodynamic therapy procedural treatment performed on my face in (B)(6) of 2013. As you will read, within a few days following this procedure I lost complete vision in my left eye. Since no definite conclusion has been reached as to the cause of this blindness, and it occurred directly after the treatment, I am bringing it to your attention to ascertain if you have had any similar incident occur following the use of levulan kerastick solution in conjunction with blu-u light. On thursday (B)(6) 2013, I had the levulan kerastick topical solution plus blue light illumination using the blu-u blue light photodynamic therapy performed to remove the pre-cancerous lesions from my face and, as advised, remained indoors for two days afterward. On saturday, (B)(6) 2013, I woke up with a slight amount of vision loss in my left eye. By monday, (B)(6) 2013, when I visited my eye doctor, the condition had slightly worsened. After examination, the initial diagnosis was that I had probably suffered a slight stroke during my sleeping hours on the previous friday night that caused damage to my optic nerve resulting in some vision loss. The following days during that week the condition worsened and when I returned to my eye doctor on monday, (B)(6) 2013, the vision had deteriorated to the point of complete, permanent blindness. After another examination he referred me to another eye doctor who I visited the following day. This examination included removing some fluid from the eye and testing it against the various strains of the herpes virus. The result of the test indicated that the shingles virus strain was present in the fluid and that this may have caused the blindness. The final supposition was that,since I had the aforementioned treatment just prior to this incident, the shock of the procedure probably agitated the dormant shingles virus and made it attack my optic nerve, causing the resulting blindness. However, I must relate that during all of the above stated info, I never experienced any of the pain or skin lesions in or around my eye that are generally associated with a shingles outbreak. Since I didn't have any of these discomforts, I keep wondering if the doctor's concluding assumption is correct. Even though the shingles virus was discovered in the eye fluid, it may have been there in its dormant state for years and is still lying dormant and was not suddenly agitated to hit the optic nerve. Thus, I keep returning to a possibility that the procedural treatment itself may have been the culprit. My investigation as to the side effects resulting from this procedure has not indicated anything other than the expected skin irritation and such. To that end, I am now in contact with your organization to ascertain whether or not the levulan kerastick topical solution plus blue light illumination using the blu-u blue light photodynamic therapy has caused any condition on anyone else similar to my experience of permanently going blind in an eye as a result. I thank you for hearing my thoughts and I will anticipate your prompt reply.